Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10: complainant part is not expected to be returned for manufacturer review/investigation. H6: the breakage of the nail could be confirmed according to the received x-ray. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter: synthes employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of a trochanteric femoral nail advanced (tfna) as the short nail broke. It was originally implanted in september. The patient did not heal and the implant broke. Everything was removed successfully, and the patient was converted to a hemiarthroplasty with trochanteric reattachment device. There was a patient consequence reported. Concomitant devices reported: unknown helical blade (part#: unknown, lot#: unknown, quantity: 1); unknown locking screw (part#: unknown, lot#: unknown, quantity: 1); unknown end cap (part#: unknown, lot#: unknown, quantity: 1). This is report 01 of 01 of (B)(4).